Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impendence resulted in eri (elective replacement indicator). Eri caused high battery impedance noted on (B)(6) 2011 prior to explant. Software version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device triggered elective replacement indicator (eri) and possible premature battery depletion due to high battery impedance. The device remains in use. There were no reported patient complications as a result of this event.

Event description:
It was reported that the device triggered elective replacement indicator (eri) and possible premature battery depletion due to high battery impedance. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impendence resulted in eri (elective replacement indicator). Eri caused high battery impedance noted on (B)(6) 2011 prior to explant. Software version 8 installed on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impendence resulted in eri (elective replacement indicator). Eri caused by premature depletion noted on (B)(6) 2011 prior to explant. Software version 8 installed on (B)(6) 2011.